Event description:
The manufacturer received information alleging the power lamp did not turn on when the power cord was plugged. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the complaint was confirmed. Since the cause was disconnection of ac power cord, the device's ac power cord was replaced to address the issue. Additionally, not related to the issue, the device's blower chassis plate was confirmed to be unusable due to the screw being jammed, so it was replaced. In addition, the device's tubing system board, tubing blower chassis, fio2 tubing kit, low flow o2 tubing, blower assembly, blower bellows seal, flow sensor, muffler assembly, blower cap, and blower mount were replaced due to tobacco smell.